Event description:
During a case, the micro sagittal saw ran while in safe mode. It was also reported that the device continued to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the boot was worn and corrosion was found throughout the inside of the handpiece.